Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer and the customer's complaint was confirmed. A machine flow sensor drift error was observed. The device's machine flow sensor was replaced to address the issue.